Event description:
"A pt needed to replace the transfer set because the occluder feet are broken. Leaks can be observed when the minicap is removed. The reported transfer set was placed in 3/26/2005." There was no pt injury or medical intervention associated with this incident.